Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured at the connector, leaking fluids during catheter flushing. No other information provided.